Manufacturer narrative:
Date of report: december 17, 2007.

Event description:
According to the reporter: on the 4th or 5th firing, the active blade broke off into the cavity. The surgeon was able to retrieve the broken part without patient injury. Used another device to complete the procedure.